Event description:
On (B)(6) 2011, the pt underwent endovascular repair of a thoracic aortic aneurysm using three gore tag thoracic endoprosthesis. It was reported that the distal neck was not long enough. The final angiogram showed a type 2 endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2012, the pt presented emergently to the hospital with an aneurysm rupture. Imaging revealed that the distal end of initial tag device was floating in the sac due to the distal device migrating proximally into the aneurysm sac. The physician implanted three gore tag thoracic endoprostheses to treat the migration. The pt tolerated the procedure and is still in the hospital.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in pts who have appropriate anatomy, including: equal to or greater than 2 cm non-aneurysmal aorta proximal and distal to the aneurysm.